Event description:
During treatment, the tubing at the 'y' connection of the replacement line on the prismaflex m 100 set came apart, resulting in an external blood leak. The blood from the extracorporeal circuit was not retruded to the pt (estimated blood loss of 152 ml). There was no adverse event to the patient and no medical intervention was necessary. No additional info will be provided by the customer.

Manufacturer narrative:
The review of the prismaflex m 100 set complaint history files for lot number 14a2003g shows that no other complaint was recorded regarding this lot number. The involved sample was discarded by the user and therefore not available for inspection. Only pictures of the involved product was provided on which we cannot identify a specific defect. No leakage was reported during the priming. The root cause of the reported event unk.